Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), f23 - unexpected medical intervention.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. E2403 - no clinical signs symptoms or conditions. A1405 - improper flow or infusion. A1604 - failure to auto stop. There was patient involvement. A report was received from health canada's canada vigilance program which states, "bedside rn informed writer that rn entered the enclosed room to care for her patient and the alaris pump was running with no alarms going off. The rn noted a large amount of air all the way in the patient's IV tubing. The secondary line as well as the primary (main access line) had lots of air. The rn stopped the IV pump and disconnected the IV from the patient. The rn ensured the patient was stable. The rn informed writer and writer asked rn to obtain all new IV tubing and IV brain as well as module. The alaris pump seemed to continue to draw from the secondary line even though the secondary bag and line were full of air. The pump seemed to continue to pull air through the system and all the way through the pump. Lots of air was found below the pump and moving towards the patient. The component of the IV tubing that sits inside the IV pump was completely full of air."

Manufacturer narrative:
Correction: date of event, describe event or problem, concomitant med prod data, initial reporter addr 1, initial reporter facility name.

Event description:
A report was received from health canada's vigilance program which states, "bedside rn informed writer that rn entered the enclosed room to care for her patient and the alaris pump was running with no alarms going off. The rn noted a large amount of air all the way in the patient's IV tubing. The secondary line as well as the primary (main access line) had lots of air. The rn stopped the IV pump and disconnected the IV from the patient. The rn ensured the patient was stable. The rn informed writer and writer asked rn to obtain all new IV tubing and IV brain as well as module. The alaris pump seemed to continue to draw from the secondary line even though the secondary bag and line were full of air. The pump seemed to continue to pull air through the system and all the way through the pump. Lots of air was found below the pump and moving towards the patient. The component of the IV tubing that sits inside the IV pump was completely full of air.